Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) reported here as address exceeded character limit for designated field. E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that catheter entrapment occurred. An angiojet zelante catheter was selected for aspiration and catheter-directed thrombolysis for lower extremity venous thrombosis. However, when preparing for thrombectomy, it was found that the guide wire and the catheter were pulled and stuck with each other, and the catheter could not be sent to the thrombus position. The guide wire and the catheter were still stuck and could not be moved even after adjusting the angle. Both devices could only be withdrawn from the body, and it was determined that the catheter could not be used any more. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that catheter entrapment occurred. An angiojet zelante catheter was selected for aspiration and catheter-directed thrombolysis for lower extremity venous thrombosis. However, when preparing for thrombectomy, it was found that the guide wire and the catheter were pulled and stuck with each other, and the catheter could not be sent to the thrombus position. The guide wire and the catheter were still stuck and could not be moved even after adjusting the angle. Both devices could only be withdrawn from the body, and it was determined that the catheter could not be used any more. The procedure was successfully completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure. It was further reported that the target lesion was mildy tortuous and mildly calcified. Both the catheter and guidewire were removed as a single unit. The guidewire was a non-boston scientific device.